Event description:
The tip of the catheter snapped when removing the drain. Drain had been clamped previous to this. The patient had to be moved to another hosp for surgery to remove the lodged tip. This complaint happened in february 1998 but scottish health care supplies have only just advised bd. There is no sample or lot number available so co has written to scottish health care supplies advising that co has logged the complaint, but are unable to take the matter any further unless they can provide a sample and more info.